Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Stroke/neurological dysfunction is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. It can be concluded that the known and foreseeable risks associated with the placement of a vad are minimized and acceptable when weighed against the benefits of the intended performance per risk management processes. Neurologic events, such as stroke, are likely caused by thromboemboli and/or preexisting conditions and are a potential adverse event related complication in lvads. Vad patients are prone to thromboemboli for various reasons and require the use of anticoagulation to prevent thromboembolic events and excessive use of anticoagulants can result in a neurologic events caused by intracranial bleeding. With review of the available clinical data and the device history records, there is no indication of any device manufacturing or performance issues related to the reported event. The most likely root cause of the stroke is the patient's complex medical history, comorbidities and supratherapeutic inr. The root cause of the reported event cannot be conclusively determined however, patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by a perfusionist/clinical study database that the subject was found at home by his wife. He was diaphoretic, with left side facial droop and not able to talk or walk. Ems was called and upon arrival to ed, CT scan (followed by angiography) showed a right middle cerebral artery branch occlusive stroke. His inr in the emergency room was 2.37 and subject was on an alternating dose of 2.5-3 mg of coumadin every other day as well as aspirin 325 mg daily. Subject's blood pressure at arrival to ER was 93/72. Because subject out of window for treatment, tpa was not administered and no other intervention was done. Follow up CT scan on 18 sept showed a new petechial gyriform hemorrhage. Repeat follow up on (B)(6) 2015 showed no change in hemorrhage area and stable ischemic infarct. Subject remained with speaking difficulties (speech therapy labeled it as apraxia rather than aphasia), dysphasia and left sided hemiparesis. He was discharged to rehab on (B)(6) 2015. Because of the risk for hemorrhage, subject inr goal was lowered to 1.5-2. As he was supra therapeutic at admission, his coumadin was held on 16 and 17 of september and resumed 18 september. Aspirin was not held. Subject was discharged to rehab on (B)(6) 2015. Subject remained with speaking difficulties (speech therapy labeled it as apraxia rather than aphasia), dysphasia and left sided hemiparesis.